Event description:
It has been reported to philips that system memory was full and would not allow to take new images. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system memory was full and would not allow to take new images. Review of the system log file showed errors related to frontal ippc. Upon troubleshooting, fse found that the bios battery and hdd of ippc were defective and replaced it, but the ippc was still crashing. To resolve the issue permanently, fse replaced the ippc and recreated the image store. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.